Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager fridge lock had constant locking issues. User observed door lock malfunction. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the issue with smart remote manager. A field service engineer confirmed issue with smart remote manager and performed multiple adjustments to the striker plate alignment in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.